Event description:
It was reported catheter broke off during therapy: following administration of the drug, the patient complained of discomfort in the arm downstream of the implant. Later, after an evaluation in the following days, a thrombosis was evident ultrasound. Following the resolution of the thrombosis, malfunction was evidenced that suggested catheter fissure, which was therefore removed. Evidence of catheter breakage is indeed evident. The catheter has a very obvious transverse rupture about 3-4 centimeters from the exit-site, in the reverse-taper area. Fortunately, the rupture occurred within the patient's vein and there was no extravasation; therapy included taxol and trastuzumab. The first discomfort was evident only one week after implantation during which, according to the implanters, there was no problem. Patient received therapy for thrombosis. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was inserted (B)(6)2024 and removed (B)(6)2024. Catheter length is 38cm with 0cm exit site markings. Saline solution used to lock catheter between use. Catheter dressed straight along patient's arm, statlock used. Catheter interventions to address occlusion: push and stop with syringe 10cc containing saline solution. Sterile gauzes with clorexidine solution 2% in ipa 70% used to clean the catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported catheter broke off during therapy. Following administration of the drug, the patient complained of discomfort in the arm downstream of the implant. Later, after an evaluation in the following days, a thrombosis was evident ultrasound. Following the resolution of the thrombosis, malfunction was evidenced that suggested catheter fissure, which was therefore removed. Evidence of catheter breakage is indeed evident. The catheter has a very obvious transverse rupture about 3-4 centimeters from the exit-site, in the reverse-taper area. Fortunately, the rupture occurred within the patient's vein and there was no extravasation; therapy included taxol and trastuzumab. The first discomfort was evident only one week after implantation during which, according to the implanters, there was no problem. Patient received therapy for thrombosis.